Event description:
It was reported that an ilet pump exhibited a touch screen malfunction in which the left side of the screen was nonresponsive during use. Symptoms included no clinical effects reported by the user. Outcomes included no reported impact on health or medical care. Investigation included complaint review and user interview planning for troubleshooting. Investigation of this case revealed insufficient information to verify the failure mode at this time. It was concluded that the event involved a device display interface issue with cause not yet determined.